Manufacturer narrative:
Vyaire medical was not able to verify the customer's reported issue during testing and evaluation. The ventilator was tested with a known good ac adapter and a known good patient circuit connected. The ventilator passed 257 hours of extended tests at the customer's settings. The ventilator also passed troubleshooting final test, which includes many alarm and ventilation functions.

Event description:
It was reported to vyaire medical that the ventilator was building pressure faster than normal and randomly cycling. The ventilator was on a patient at the time of the event. There was no harm associated with this reported event, the patient was placed on a back up ventilator.